Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was not returned for analysis as the stent had been deployed during the procedure. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the blue outer was bunched and twisted starting 120mm proximal from the distal end of the blue outer and extending 75mm proximally. This type of damage is consistent with a restriction being encountered and excessive tensile force being applied when attempting to deploy the stent. The stainless-steel tube was also noted to be kinked 78mm distal from hub. No other issues were identified during the product analysis.

Event description:
It was reported that stent reconstraining difficulties were encountered. The target lesion was located in the stenosed iliac vein. A 16x90/9fr uni plus 75cm wallstent endoprosthesis was selected for treatment. However, the stent deployment location was not in the correct location. When the physician attempted to reposition the stent, it could not be reconstrained despite being less than one third deployed. The stent was released and after the catheter was removed from the patient's body, the catheter was found to be twisted. The physician deployed another of the same device to the desired position and completed the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent reconstraining difficulties were encountered. The target lesion was located in the stenosed iliac vein. A 16x90/9fr uni plus 75cm wallstent endoprosthesis was selected for treatment. However, the stent deployment location was not in the correct location. When the physician attempted to reposition the stent, it could not be reconstrained despite being less than one third deployed. The stent was released and after the catheter was removed from the patient's body, the catheter was found to be twisted. The physician deployed another of the same device to the desired position and completed the procedure. No patient complications were reported and the patient's status was stable.